Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had system error: device deactivated. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The efficia dfm100 defibrillator (s/n (B)(6)) was returned to (B)(6) facility for product analysis. According to available details, it was determined that the device therapy was deactivated and ECG error. Operational test confirmed the failure mode. Analysis with r&d confirmed that the issue is due to a defective processor pca ((B)(6)). It is suspected that the u11 component of this processor pca is malfunctioning at low temperature. Based on the information available and the testing conducted, the cause of the reported problem was processor pca. The reported issue was confirmed.